Manufacturer narrative:
(B)(4).

Event description:
A receiver (part number stk-rf-001/serial number (B)(4)/lot number 5204687) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined; however, it is unknown if the device that was returned is the complaint device.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available.